Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an error message on his adc blood glucose meter after applying a sample to the test strip. As a result of this issue, the customer was unable to test. On (B)(6) 2016 at 12:00 the customer felt "tipsy" and self-presented to a health care provider to have his blood checked. At 12:30 a reading of 480 mg/dl was obtained on an hcp meter. The customer was diagnosed with hyperglycemia and treated with an unspecified dosage of "rapid" insulin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Meter (B)(4) was returned and investigated with retained test strips. Attempt to confirm the reported meter's malfunction was unsuccessful due to a new observed issue. The test did not start after control solution was applied. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. In addition, requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer 1532204 were tested with control solution instead. All results were within the range specification and no errors were observed.